Event description:
It was reported that the physician requested review of presenting electrogram (egm). Technical services reviewed and found this right ventricular (rv) lead exhibited noise due to myopotentials, oversensing and pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. Additionally, this pacemaker system triggered a lead safety switch (lss) due to high out-of-range (oor) rv pacing impedances measuring greater than 3000 ohms. A sales representative was contact to reprogram the device. At this time, this pacemaker and rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which confirmed this right ventricular (rv) lead is fractured. As a result, the patient was implanted with a non-boston scientific system for back up pacing. Additionally, it was noted there was loss of capture. Technical services discussed programming options. At this time, the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested review of presenting electrogram (egm). Technical services reviewed and found this right ventricular (rv) lead exhibited noise due to myopotentials, oversensing and pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. Additionally, this pacemaker system triggered a lead safety switch (lss) due to high out-of-range (oor) rv pacing impedances measuring greater than 3000 ohms. A sales representative was contact to reprogram the device. At this time, this pacemaker and rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested review of presenting electrogram (egm). Technical services reviewed and found this right ventricular (rv) lead exhibited noise due to myopotentials, oversensing and pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. Additionally, this pacemaker system triggered a lead safety switch (lss) due to high out-of-range (oor) rv pacing impedances measuring greater than 3000 ohms. A sales representative was contact to reprogram the device. At this time, this pacemaker and rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which confirmed this right ventricular (rv) lead is fractured. As a result, the patient was implanted with a non-boston scientific system for back up pacing. Additionally, it was noted there was loss of capture. Technical services discussed programming options. At this time, the lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported the lead was explanted. No additional adverse patient effects were reported.